Event description:
It was reported there was an unknown problem. The device was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed. The battery drawer, battery release, upper case, lower case, ring cover, and lead flex cover, and battery drawer are contaminated. Main printed circuit board and lcd (liquid crystal display) are corroded. The lower case and bail covers are broken. The ring is bent and the keyboard is scratched. (B)(4).